Event description:
It was reported that, "revision of combination of stryker stem and competitive implants. We attached the stem body separator, inserted the jack screw, tightened down with t-handle and the extractor tip broke at the junction of shaft and the extractor tip. We were unable to revise the cone body. No stryker implants were removed."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.